Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (532 mg/dl). A bolus via the pump was delivered to address the bg level. The pump supplies were changed. The customer reported that during 2 of the 3 supply changes, the non-tandem infusion set cannula was kinked and the adhesive was leaking. There was no reported issues during one of the supply changes. The customer attributed the leaking and kinked cannula to be a partial contributor to the high bg; otherwise the cause of the high bg was not known. The customer was to change out the infusion set site and declined tandem technical support's offer to follow-up.